Event description:
Boston scientific received information that this device was returned with no allegations. Upon initial analysis it was noted that this device was out of specification when it comes to longevity. No adverse patient effects were reported.

Manufacturer narrative:
Upon detailed analysis at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.